Event description:
It was reported that during setup at the user facility the remb sagittal saw was still moving slightly, vibrating while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup at the user facility, the remb sagittal saw was still moving slightly, vibrating while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The complaint for unintentional running was confirmed by the repair technician through disassembly and visual inspection. The motor assembly including the sockets were affected by corrosion.